Event description:
The users reported that there was an alert indicating that there was no battery power left in the back-up battery in the ventilator. No patient involvement was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.